Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to their clinic due to their device beeping. The right ventricular (rv) lead exhibited noise, oversensing, high impedance, undefined impedance, varying, and elevated sensing integrity counter (sic). The patient was fitted with a wearable defibrillator and the lead was later explanted and replaced. No patient complications have been reported as a result of this event.